Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having high blood glucose. The customer's blood glucose was 492 mg/dl at the time of the call. The customer also believed insulin was not being delivered to their body. Customer also reported a high blood glucose event where their blood glucose was 392 mg/dl. The customer had treated their blood glucose with a manual injection of novolog. Troubleshooting found the customer's insulin pump passed all functional testing. The customer also stated their cannula was not bent. The customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.